Event description:
It was reported that during a catheter access port (cap) contrast study on 01/14/15, the results were slow return. The catheter was replaced (B)(6) 2015. It was noted to be related to the device or therapy. There were no signs or symptoms reported. The outcome was reported as resolved without sequelae. The pump was used to deliver baclofen, fentanyl, bupivacaine and hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
It was reported from an health care provider (hcp) via a clinical study that the catheter was partially occluded. The drug that was used via the device system was lioresal 1,161.0 mcg/ml, fentanyl 1,500.0 mcg/ml, bupivacaine 20.0 mg/ml, and hydromorphone 1.7 mg/ml (rate and concentration unknown). If additional information is received report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).